Event description:
As reported, 26mm sapien ultra in the aortic position, via transfemoral approach on a patient with large, noncalcified femoral access that was sized for a 26mm sapien 3 ultra. The procedure was switched from carotid to transfemoral. Access was gained without any issue. When the delivery system was put in, there was some resistance going through the sheath. Device passed through after applying some additional pressure to the delivery system. Valve was deployed without any issues. When removing the sheath from the groin, the tip of the sheath was found to have torn away, a piece that was approximately 1/2cm in size. Flow to the patient leg was not compromised and there was no vascular complication related to this. Additional information received indicated that the sheath was not inserted at a steep angle and the resistance difficulty was experienced when the pusher of the delivery system was exiting the sheath, the sheath was not torqued during the procedure and had a jagged horizontal tear around the distal portion. When the delivery system was advanced through the sheath there was some resistance. No abnormalities were noted with the sheath. The delivery system was getting caught at the distal tip, when they removed the delivery system from the sheath there was no issue. They removed the sheath and there were no bleeding issues, so the team proceeded with typical site closure. The valve was deployed without any issues. The tear to esheath was described as distal tip torn. No patient injury reported.

Manufacturer narrative:
Device not returned. As the device was not returned a visual, function, and dimensional testing was not performed. Imagery was provided and tortuosity was present within the patients access vessels, specifically near the aortic bifurcation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and it is unlikely a manufacturing nonconformance contributed to the reported complaint. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The ifus for esheath plus introducer set, device preparation training manual, and procedural training manual were reviewed. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. As the complaints were unable to be confirmed, a complaint history review is not required. Additionally, the issue has been previously identified in a product risk assessment and corrective and preventive action which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. This event reports resistance during delivery system advancement and a sheath distal tip tear after removal from the patient that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaints for introduce and navigate system through sheath access vasculature resistance between system components difficulty advancing through sheath and general risks failure sheath distal tip torn were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint description, when the delivery system was put in, there was some resistance when going through the sheath. Device passed through after applying some additional pressure to the delivery system and the resistance difficulty was experienced when the pusher of the delivery system was exiting the sheath, the sheath was not torqued during the procedure and had a jagged horizontal tear around the distal portion. The failure mode is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. 3mensio imagery was also provided and shows the presence of access vessel tortuosity near the aortic bifurcation. Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Tortuosity can lead to noncoaxial alignment between the crimped valve and the sheath, which may lead to an increased potential for the valve struts to catch onto the sheath distal tip and increased resistance during advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with distal tip tears on the esheath or esheath plus introducer set. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.